Event description:
A foreign regulatory report was received stating ¿during surgery, laparoscopic bipolar clamp breaks during coagulation. The surgeon pinched part mesentery to clot and a jaw broke. The piece of broken clamp was removed by laparoscopic surgery. No known clinical consequences.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation by the quality engineering team. Analysis found ¿one of the forceps' jaw is broken. During the disassembly, it was observed that the metal tube at the tip of the handle (non apparent when the instrument is assembled) is unwelded. No weld defect was observed. The forceps is on short circuit. An impact on the coating is visible on the disassembled inseet, on its most proximal area, in contact with the black plastic part. This part is not in patient or user contact, the electrical risk is very low.¿ the root cause is most likely due to excessive stress imposed during reprocessing and/or during use, of the instrument. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.